Event description:
It was reported that during a laparoscopic colon procedure, the active blade broke and fell into patient. The piece was retrieved. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.